Event description:
It was reported that the external pulse generator had incorrect outputs. It was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Output flex is out of specification. Upper and lower case halves and battery drawer are broken. Battery contacts are compressed. Both bail covers, ring cover, three case screws, ring cover screw, both bails, and ring are missing. Keyboard window is scratched. Serial number label is damaged. Lead flex cover is corroded. It is noted that there was damage due to a non medtronic person disassembling and reassembling the device; no rtv (room temperature vulcanizing) sealant on atrial connector; heart flex pcb (printed circuit board) connection was pulled out without opening the pcb connector which damaged the flex.